Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device had no telemetry upon receipt. In detailed analysis the casing was removed and the device was hooked up to an external battery supply. The device was then able to be interrogated. The cause of the inability to establish telemetry was due to a depleted battery. It was determined that the device had and normal operating current while under test.

Event description:
Subsequent information indicates that the device was returned for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product is february 09, 2000.

Event description:
Boston scientific received information that this device was unable to be interrogated. Of note, nominal longevity for this device is 6 years; the device has been implanted for approximately 15 years. No further information was available. No adverse patient effects were reported.